Manufacturer narrative:
Eval result - load cell weldment.

Event description:
It was reported by service report that the zoom drive drops out while going down the hall. The customer could not determine whether there was pt involvement or adverse consequences occurred.